Manufacturer narrative:
(B)(4). The device history record analysis could not be performed since the lot number was not provided.

Event description:
A radiofrequency ablation procedure was done on a right great saphenous vein (gsv) on (B)(6 ) 2016. Upon a follow-up ultrasound, a free floating thrombus was noticed within the vein. It resolved without any treatment. The patient is doing fine.

Manufacturer narrative:
Additional information was received on march 11, 2016: the thrombus was treated by applying a compression wrap to the leg and a serial ultrasound surveillance was performed until the vein closed/occluded.